Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro fiberscope tip, the vinyl is separated and you can see the wires. The issue was found during set up. There were no reports of patient harm.